Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient re-used single use supplies. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient had reused single-use supplies while they were performing peritoneal dialysis (pd) therapy on the homechoice (hc) device. The patient explained that after having called earlier for an unrelated issue, they were trying to prime using the original setup. The patient was connected at that time with the patient line clamped off. The technical service representative assisted the patient with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.